Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j tightrope®, batch 15424083, was received for investigation. Visual inspection of the returned device noted that the white sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause of the torn sutures and the reported failure is likely user error, attributed to excessive force during suture passing, tightening, or tensioning. The complaint allegation cannot be confirmed as functional testing could not be performed to reproduce the complaint allegation.

Event description:
It was reported that during an anterior cruciate ligament surgery the loop of the device did not tighten. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.